Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due patient allegations of elevated metal ion levels, squeaking and clunking of the hip. The head was removed and replaced with a biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."